Event description:
Pt contacted dexcom technical support on (B)(6) 2010, to report that he experienced a failed sensor approx 1.5 hours after insertion. Pt reported that, upon removing the sensor, he noticed there was no wire attached. Pt reported pain and bruising at the insertion site and visited the ER for an x-ray to confirm whether or not the wire remained underneath his skin. X-ray results confirmed that the distal portion remained underneath the pt's skin. Dexcom technical support attempted to contact the pt for follow-up but was unable to reach him.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.